Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue, and a more specific cause cannot be established based on the available information. Potential contributory factor for the worsening of the nodules could be hyaluronidase treatment. The sculptra was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a physician concerning a 56-year-old female patient. Additional information was received on 01-jul-2024 and 03-jul-2024 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In 2014 (approximately 10 years ago from date of report), the patient received treatment with sculptra to temples (unknown amount, lot number, injection technique and needle type). The sculptra was injected to temples (off label use of device). The physician reported that patient had no toxins or filler to temple area. After treatment, the patient developed severe lumps/nodules (implant site nodule) on bilateral temples that have persisted for years and worsened in the past 2 to 3 years. In (B)(6) 2024, the patient visited hcp for the treatment of these nodules. And she was treated with one session of kenalog [triamcinolone acetonide] injections, which had minimal effect. Then, she had two sessions of hylenex [vorhyaluronidase alfa] mixed with normal saline [sodium chloride] injection; the first session was using a cannula, and the second was more superficially with a bd syringe. Immediately during both sessions, there was a softening feeling of these nodules right away but a few days later, the nodules returned to their original state. Then, the patient was treated with oral prednisone [prednisone] burst dose of 40mg for 5 days and the hcp stated that there was no improvement, the nodules may have worsened. Outcome at the time of the report: lumps/nodules was not recovered/not resolved/ongoing. Sculptra was injected to temples was recovered/resolved.